Manufacturer narrative:
The account stated that the brake not holding contributed to the pt fall. The account would not provide any details on the pt injuries (if any) or any further details on the issue. The technician found the device operated according to specification. The technician could not duplicate the issue. The technician was able to speak with the pt. The pt claims that the brake was not engaged until after the pt fell. The account claims that the brake was engaged prior to the pt fall. There were no witnesses to the fall itself. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the brake will not hold, which resulted in a pt fall. The account would not release any add'l pt info, or any add'l details about the falls.